Manufacturer narrative:
Correction: the reported migration submitted on (B)(6), 2023, was reported inadvertently. No migration has occurred. Device analysis report is attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on june 09, 2023.

Manufacturer narrative:
Correction b5: per the clinic, the patient experienced migration of receiver/stimulator. This report is submitted on august 10, 2023.

Event description:
Per the clinic, the patient experienced loss of function to the internal device due to an implant migration and improper placement of the electrode array. The device remains implanted in situ. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 17,2023.